Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from the field indicated the false eri was consistent with being triggered by the patient's radiation therapy.

Event description:
During follow up, an elective replacement indicator (eri) alert was noted. Further review indicated the patient had undergone radiation therapy which triggered the false alert. The alert was cleared and the device was restored to normal function. No battery anomalies were noted and the patient was stable with no adverse consequences.